Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed intermittent oversensing and undersensing on stored electrograms (egm). Programming changes, at the time of the event were not requested. The lead remains in use. No patient complications have been reported as a result of this event.